Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message via paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the paddle set. The paddles were replaced to resolve the malfunction.